Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and noise. Review of stored device memory revealed a previous event of noise that occurred approximately one month ago that appeared to be electromagnetic interference (emi). Noise was unable to be reproduced in clinic with patient isometrics and pocket manipulations. Following testing of the right ventricular (rv) lead, ra pacing impedance measurements were noted to be in the 600-700 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made and the physician will continue monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ICD and ra lead continued to exhibit noise, oversensing and high out of range pacing impedance measurements. A lead fracture was suspected. It was also noted that the patient had experienced approximately 12 inches of growth since implant resulting in a loss of slack in the right ventricular (rv) lead. An invasive procedure was performed. The device and leads were explanted and replaced. No additional adverse patient effects were reported.